Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values which occurred the day after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 40 mg/dl, however, the patient did not have a bg meter to test a fingerstick comparison. The patient self-treated by drinking orange juice. After about an hour, the patient was feeling dizzy and had a headache. The patient was taken to the hospital by her neighbor. At the hospital, the patient¿s bg meter was reading 383 mg/dl and the cgm was reading 40 mg/dl. The patient was treated with IV saline fluids. The patient was discharged early the following morning (less than 24 hours). The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated by drinking oj. The reported glucose values fall within the d zone of the parkes error grid while at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.